Event description:
It was reported by service report that the stair chair had a broken weld on the foot support assembly. There were reported exposed sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the foot support assembly weld.